Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There were multiple pump reboots observed in the black box. The returned battery cap was undamaged and able to fit securely to the pump. The cap measured within specifications and was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly with no power interruption or other errors, alarms or warnings during the investigation. The product performed within specifications and the original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).